Manufacturer narrative:
Unit alarmed compromised force sensor during the prime/delivery test at 4.0 lbs due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, and the excessive no delivery test due to compromised force sensor alarm. Pump passed self-test. Unexpected restart alarm test and all operating currents were normal. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was dropped on bathroom floor the night prior to alarm. Customer states insulin dripped out when attempted to prime and holding the act button. Customer states drive support cap was protruded. Customer's blood glucose was 142 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.